Manufacturer narrative:
(B)(4).

Event description:
It was reported that a signal loss occurred occasionally (B)(6) 2026. It was indicated that the patient used an expired product, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.